Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 syringe was defective. The following information was provided by the initial reporter: "using on catheter was pulling back to get blood to push and pulled and middle piece slipped out causing blood spill." Product: bd luer-lok syringe 10ml 200/bx. Vendor part#: 302995. Lot number: 3179304.

Event description:
Material#: 302995. Lot#: 3179304. It was reported by the consumer that using on catheter was pulling back to get blood to push and pulled and middle piece slipped out causing blood spill. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint (B)(4). . Product: bd luer-lok syringe 10ml 200/bx. Vendor part#: 302995. Lot number: 3179304 using on catheter was pulling back to get blood to push and pulled and middle piece slipped out causing blood spill.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. H3 other text : see h10 manufacture narrative.